Event description:
It was reported that it was discovered during the cleaning process that many of the teeth were missing from the tibial broach. The surgeon was notified and x-rays were done. It was confirmed that metal was discovered in the patient's tibia.

Manufacturer narrative:
This report will be amended when our investigation is complete.